Manufacturer narrative:
The company representative examined the system and found the upper front panel was dim or blackened out. The company representative replaced the front panel assembly and the host module to resolve this issue. The system was then tested and met product specifications. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that the system turned off and smelled as if it was burned during a procedure. The unit did not turn on again and an alternate system was used to complete the case. There was no pt harm reported. Additional info has been requested.